Event description:
Customer reported experiencing a current low blood glucose level, with the lowest value falling between 50-60 mg/dl. The cause of the low blood glucose was unknown, but the customer managed the situation by consuming carbohydrates. The customer declined a supplies or system check but was advised with a contact number for supplies.